Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:the pump black box data could not be downloaded. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The battery cap did not secure properly to the pump, and the pump did not power on. A 24 hour test could not be performed. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that a battery compartment crack was found during a routine battery change. After the battery change, the pump allegedly no longer powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.